Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump stop on (B)(6) 2020 and ICD shocks on (B)(6) 2020. According to tech services they are unclear on what caused the pump stops in this log file. The log file captured rotor instability events which led to the lvad to requesting a restart which occurred as designed. After the lvad restarted the rotor instability cleared and all the parameters return to normal.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). This event was previously reported in MFR#: 2916596-2020-01767. Manufacturer's investigation conclusion: review of the submitted controller event log file confirmed the report of a pump stoppage. However, a direct correlation between the device and the reported cardiac arrhythmia could not be determined through this evaluation. It was reported that the patient presented to the emergency department on (B)(6) 2020 with ICD shocks. Interrogation of the ICD revealed a total of 8 delivered shocks and two diverted shocks for ventricular tachycardia/ventricular fibrillation (vt/vf). The patient stated that he felt fine and denied any symptoms at the time of the event. He was hospitalized and placed on an amiodarone gtt. In addition, interrogation of the patient¿s lvad reportedly showed a pump stoppage on (B)(6) 2020. The patient stated that he was on batteries in a hotel room at the time of the event but denied hearing alarms. The submitted controller event log file contained data from on (B)(6) 2020 and showed that while the patient was operating on battery power on (B)(6) 2020 at 8:45 pm, spontaneous high current lvad faults were captured, which were followed by increasing pump powers (up to values over 20 watts), rotor instability events, and the pump speed decreasing to 0 rpm. Six seconds later, the system controller requested an lvad restart. The pump stoppage lasted for approximately 10 seconds and was associated with lvad fault, low speed, low flow, and pump off alarms. The issue resolved after the lvad restart and the pump operated as intended with stable parameters and no atypical events captured for the remainder of the log file data. Furthermore, no atypical events preceded the rotor instability and a specific cause for the event could not be conclusively determined. Lvad temperature remained overall stable in the range of 46-48 degrees celsius throughout the log. Review of the submitted lvad event log file showed that the rotor instability/pump stoppage event had been overwritten by newer data from on (B)(6) 2020 and showed the pump operating as intended with stable parameters. The submitted controller and lvad periodic log files contained data from on (B)(6) 2020 and appeared to show the system operating as intended with stable parameters and no atypical events recorded. Technical services personnel communicated to the customer that it was not suspected that the rotor instability/pump stoppage event caused any damage to the pump or controller. The outcome of the event was reported as resolved on (B)(6) 2020 and the patient was discharged to home on amiodarone. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. A corrective action has been implemented for heartmate 3 rotor instability. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records (documents: (B)(4) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2017 via customer order: (B)(4). No further information was provided. The manufacturer is closing this event.